Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that a patient presented at a hospital with acticoat adhered to the wound. It was applied 3 days prior to presentation and was stuck to the wound; it could not be removed by saturating the dressing. The surrounding tissue began to macerate and it appeared that the skin grew into the dressing. Patient outcome not confirmed.